Event description:
On (B)(6) 2018 I got a breast augmentation. Smooth silicone gummy bear implants, allergan within 2 weeks after having implants. I started losing alot of hair. Constant urination problems. By the second month my joints started hurting to the point I couldn't walk. By the third month I started having kidney pains. By the fourth month I ended up going to a rheumatologist. I was having chronic pain all over my body. The rheumatologist diagnosed me with fibromyalgia. I had to take gabapentin, prednisone for the inflammation I was having in my body. My liver enzymes were really high too. On (B)(6) 2019 I had my explant done. I was having so much pain from those implants. I was so sick all the time. It's been 2 weeks now. And I haven't had any fibromyalgia pain, or joint pain.